Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the trigger of a 5f exoseal vascular closure device (vcd) would not activate despite the indicator window displaying a black-black alignment, and excessive force was required in an attempt to deploy the device. The device was not able to deploy in the patient. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained in the device. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with an antegrade approach. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside of the patient as the trigger button would not work. A single non-sterile, 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was not locked, and the plug was in the manufacturing position. The indicator wire was fully deployed. A kink was observed on the delivery shaft approximately 11 centimeters from the distal tip. Additionally a non-cordis 5f catheter sheath introducer (csi) was returned inserted on the unit a dimensional analysis confirmed the outer diameter near the kink was measured and found within specification. A functional deployment simulation evaluation was performed. During this analysis, the guard was locked, and the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected plug deployment. Additionally, the indicator window black/white and red position was obtained. A high magnification microscopic evaluation of the internal mechanism was executed. During this analysis no abnormal conditions were observed to be present. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the lever was able to be depressed successfully during the functional analysis. A kink was observed on the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The kink in the shaft may have also led to difficulties with proper function of the device. In addition, an antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the trigger of a 5f exoseal vascular closure device (vcd) would not activate despite the indicator window displaying a black-black alignment, and excessive force was required in an attempt to deploy the device. The device was not able to deploy in the patient. The procedure was completed with manual compression. There was no reported patient injury. The operator was trained in the device. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with an antegrade approach. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside of the patient as the trigger button would not work. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.